Event description:
Right knee pain, right knee swelling, info was received in 2004 from a pt, with a history of oseoarthiritis in both knees, knee pain, no prior viscosupplementation, breast cancer ("a few years ago") and no known allergy to chicken or egg protein who experienced right knee pain and swelling following synvisc injection. They began treatment with synvisc in 2004. The pt received a series of synvisc injections to both knees. They experienced pain and swelling in the right knee following the synvisc injection and began "at some point during the synvisc injections." Pt experienced no problems with the left knee. Pt had never experienced any knee swelling before synvisc and the right knee pain was "worse than before synvisc.: approx 6-weeks following the last synvisc injections, the pt was seen by an rn and given a cortisone injection in the right knee and celebrx as treatment. The cortisone injection "helped a little for a while" and the celebrex "didn't help a lot." At the time of this report, the right knee pain and swelling was unresolved and they were receiving aleve for knee pain and swelling. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.